Event description:
During a lap cholecystectomy procedure, the clips formed poorly crossing at the tips and also falling off at point of placement. No pt consequences. Case completed with another device of the same product code.